Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "not reacting when the door opens" was confirmed. Evaluation confirmed the reported symptom while loading a set. Evaluation opened the door, and the prompt load set screen did not appear. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was out of adjustment. The mech will be installed, and the upper latch switch will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect open door. This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.